Event description:
It was been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 5.5mm to occlude the vessel. The physician looked on the fluoroscope and the occlusion balloon had deflated. The device was removed and replaced with another to complete the case.